Manufacturer narrative:
(B)(4). The rfa2030 was received for evaluation with one inflow tubing set. This device has not been used in the treatment or diagnosis of the patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the arrows on the orange section of inflow tubing were missing. The customer reported that there was no arrow marks on the inflow tubing. The reported condition was confirmed. The investigation found the arrows on the orange section of the inflow tubing were missing. The tubing sets are received from an outside supplier. The supplier should have rejected this set. If the tubing is assembled into the pump backwards no cooling will happen. An corrective action has been released. The investigation identified the root cause of the reported event to be an assembly error at the tubing supplier. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/20/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that when the needle was placed in the device, the temperature showed -5 degrees. The temperature fluctuated up and down several times. The device stopped working two times. Additionally the device detailed 'no active electrode'. The procedure was completed with another electrode (rfa2030). There was no patient injury and no increase in procedure time of more than 30 minutes.